Event description:
Reporting status: serious injury/hospitalization. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in 2006, the pixel stent was implanted in the distal right coronary artery (rca). The reference vessel diameter was 2.2 mm. On approx four months later, a follow up coronary angiography was performed. Target lesion revascularization in the distal rca was performed with a balloon catheter. Another company's stent was deployed in the proximal portion of the rca. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. Restenosis, as listed in the rx pixel risk assessment and instructions for use (IFU) is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. There does not appear to be any indications of a stent delivery system quality problem, although a conclusive root cause cannot be determined.